Manufacturer narrative:
As reported, a 6/7f mynxgrip vascular closure device (vcd) did not deploy correctly as the balloon burst upon deployment. Manual pressure was then held for appropriate hemostasis. There was no harm to the patient; no reported patient injury. The event occurred inside the vessel. The deployer is mynx certified. The procedure was a recanalization of treatment of a ruptured basilar aneurysm. A 6f sheath introducer was used. The femoral vessel's suitability was verified on angiography, including the insertion angle of the sheath introducer at 30¿45 degrees. The vessel type was arterial, and the diameter was confirmed to be greater than or equal to 5 mm. There was nothing visible in the artery, just possible scar tissue. There was a history of prior percutaneous transluminal angioplasty (pta) with balloon angioplasty but no stent. This was the patient's eight exam, possibly eighth closure device. The device was inspected and the balloon seemed to be all there, no pieces left behind, just cracked. The reported crack referred to a tear in the balloon. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2434003 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿balloon balloon loss of pressure¿ could not be evaluated. Without the return of the device, and with no procedural films, the exact cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, it is possible that access site characteristics, such as the scar tissue reported, were a contributing factor and may have caused damage to the balloon that led to its rupture. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. R: 3221 (c20) c: 4315 (d15).

Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) did not deploy correctly as the balloon burst upon deployment. Manual pressure was then held for appropriate hemostasis. There was no harm to the patient; no reported patient injury. The event occurred inside the vessel. The deployer is mynx certified. The procedure was a recanalization of treatment of a ruptured basilar aneurysm. A 6f sheath introducer was used. The femoral vessel's suitability was verified on angiography, including the insertion angle of the sheath introducer at 30¿45 degrees. The vessel type was arterial, and the diameter was confirmed to be greater than or equal to 5 mm. There was nothing visible in the artery, just possible scar tissue. There was a history of prior percutaneous transluminal angioplasty (pta) with balloon angioplasty but no stent. This was the patient's eight exam, possibly eighth closure device. The device was inspected and the balloon seemed to be all there, no pieces left behind, just cracked. The reported crack referred to a tear in the balloon. The device will not be returned for evaluation.